Event description:
The consumer reported the reagent solution splashed into their eye with the binaxnow covid-19 antigen self-test performed on (B)(6) 2022. The consumer stated they were asymptomatic. The consumer reported discomfort from the solution. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
A product deficiency was not reported or found. Technical service provided the safety data sheet and advised the consumer to contact their health provider if any further irritation occurred. A supplemental report will be provided if any additional is obtained.